Event description:
The manufacturer received information alleging a ventilator shut down while in use. There was no pt harm or injury reported.

Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that allegedly shut down while in use. The device was evaluated at the manufacturer's service center and the allegation could not confirmed or duplicated. There were no unexplained device shut downs listed in the device error log. During testing and evaluation the device operated as designed.